Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 1 photo was provided by the customer showing several unused tubes and a tube showing the label information. Additionally, 30 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h.10.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill or low draw of a tube with blood. This event occurred 120 times. The following information was provided by the initial reporter: the customer stated there was "insufficient vacuum."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced under-fill, or low draw of a tube with blood. This event occurred 120 times. The following information was provided by the initial reporter: the customer stated, there was, "insufficient vacuum."